Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an excessively scarred left femoral artery after an interventional (renal) procedure. Reportedly, after the device was deployed, difficulty was encountered while removing the device. Per the instructions for use, the access ports were used and the device was removed from the anatomy. Manual compression was applied for 2 minutes to achieve hemsotasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported excessive presence of scar tissue may have contributed to the reported event, but cannot be confirmed. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.